Event description:
It was reported folowing a percutaneous transluminal coronary angioplasty via the right femoral artery, an angio-seal device was deployed by a non-certified physician under the direction of a certified user. Approximately 10 minutes later, the pt complained of pain, became hypotensive, and developed abdominal distention. Surgical exploration revealed the internal bleeding point and injury were located at the external iliac artery, the angio-seal device was removed and the artery was repaired. A laparotomy was performed to evacuate blood. The pt was reported to be in satisfactory condition and recovering. The representative has scheduled training for this user and has reviewed the policy on angio-seal use.